Event description:
Woman, (B)(6) years old, was hospitalized on (B)(6) 2012 for skin graft on a wound of skull. The pt has received a treatment with leeches because of outstanding skin graft. The use of 8 leeches on (B)(6) 2012 and 10 on (B)(6) 2012 (number of batch 12/100/b). On (B)(6) 2012, she shows the following unwanted effect: infection with aeromonas localized on the wound. Clinical signs are: graft necrosis, fever, inflammatory peri-orbital infiltration. The wound was malodorous when treated. Improvement of the state of the pt on (B)(6) 2012 with the following treatment: gentamycin 150mg/day from 19 to (B)(6) 2012 and clarofan 2g 3times/day began on (B)(6) 2012. Pt condition developed favorably. Pt discharged and well.

Manufacturer narrative:
The hosp reported the event to ricarimpex on (B)(6) 2012 and to ansm ((B)(4) regulatory agency) on (B)(4) 2012. Ricarimpex reviewed records and established that there had been no other reports aeromonas hydrophila bacterial infection for batch 12/100/b. Infection due to aeromonas is a well-known effect of leech therapy. Hospitals cannot ignore the presence of aeromonas in digestive tract and on tegument of leeches, symbiotic relationship. Any infections are treatable with the appropriate antibiotics. The risk of an infection by aeromonas is amply discussed in our us labeling.